Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2006 and caldera t-sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, cystocele, rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopic sacrocolpopexy, lysis of adhesions, and a & p repair.

Event description:
It was reported that the patient concurrently underwent laparoscopic sacrocolpopexy, lysis of adhesions, and a & p repair.